Event description:
It was reported that the user's endocrinologist recommended a factory reset of the ilet due to inconsistent meal announcements and a perceived high algorithm, after which the user disconnected the pump, performed a factory reset, paired to a dexcom g7, rewound and loaded a new cartridge, verified drops, filled the cannula, reconnected to the body, resumed insulin delivery, entered weight, and returned to bionic mode with additional training provided. Symptoms included hyperglycemia risk due to missed meal announcements. Outcomes included restoration of automated insulin delivery after reset and retraining without hospitalization. Investigation included technical support guidance, device reset, reconnection to the sensor, infusion system setup verification, and user education on meal announcements. Investigation of this case revealed user-related use error associated with missed meal announcements leading to suboptimal glycemic control, with no device malfunction observed after reset and setup verification. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management and user adherence.